Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed that the patient had poor charger-to-ipg coupling. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed that the patient had poor charger-to-ipg coupling. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the leads were explanted. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged in two cycles from its hibernation state. The battery discharge and sleep current rates were within expected ranges. However, in the profile data, the charging difficulty was evident similar to the characteristics of tilted ipg orientation or shallow pocket depth. The device passed all required tests. The device exhibited normal device characteristics. Device evaluation indicated that the leads passed visual and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. No anomalies were found.